Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a damaged guidewire is inconclusive due to the state of the returned sample. One photograph of what appears to be a guidewire was returned for evaluation. An initial visual observation of the photograph showed what appeared to be a guidewire held in a gloved hand. No use residues or damage were observed on the sample in the returned photograph. The returned photograph was found to be out of focus and therefore no details of any existing damage could be discerned. Inspection of the returned photograph was insufficient to identify the alleged issue or a root cause of the reported issue. Therefore, this complaint is inconclusive at this time. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported during the patient's PICC placement on (B)(6), the mst vascular sheath kit guidewire could not be fed into the puncture needle, a small hook was found on the anterior end, and an mst puncture sheath kit was reopened. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The manufacturer has received the sample and will evaluate. Results are expected soon.

Event description:
It was reported during the patient's PICC placement on 6.27, the mst vascular sheath kit guidewire could not be fed into the puncture needle, a small hook was found on the anterior end, and an mst puncture sheath kit was reopened. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported during the patient's PICC placement on 6.27, the mst vascular sheath kit guidewire could not be fed into the puncture needle, a small hook was found on the anterior end, and an mst puncture sheath kit was reopened. No other information was provided.